Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced a hardening on the stoma site. The patient experienced stoma site redness and pain when the jejunal tube was flushed. The patient went to the emergency room where an ultrasound of the abdomen was done, which was negative, and the patient was sent home. A physician thought the patient had a stoma infection and the patient began treatment with keflex 500mg 1 capsule four times a day for 10 days. No further information was available as the patient did not wish the physician to be contacted.